Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 6 atm's on the initial inflation. The patient was asymptomatic during this event. The lesion treated was a calcified lesion in the mid lad coronary artery. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. It is noted the resistance was met upon removal of the maverick2 monorial balloon catheter. Patient status is reported as 'good'.